Event description:
It was reported that the 9800 system locked up and video displayed flickers. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was test and found to be working as intended and put back into service.